Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After battery installation unit gave a constant critical pump error alarm. After pressing the back and down arrow button, (crest software) was utilized to allow access to download. An unexpected blue screen came up. The history download (thus software) was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assembly. Per vision inspection it was determine that the ingress of water corroding the electronic assembly, keypad flex connector and force sensor traces causing electrical short. Unit also received with missing display window/cover, scratched case, cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube) and cracked case-corner of belt clip rails. In conclusion unit came in with constant critical pump error alarm, and unable to complete download using (thus software) due to corroded pcb1 and pcb2. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and found other critical pump error. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.